Event description:
A customer reported that a knife was deemed to be dull during a surgery. An alternative knife had to be obtained to complete the procedure. There was no patient impact. The product sample was discarded as per the reporter. There are no additional details available for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).